Manufacturer narrative:
Results of investigation: it was reported that during a total hip arthroplasty procedure, the polarcup neck adaptor for monobloc stem (art. No. 75017087 / unknown lot number) broke while impacting. The surgery was finished with a smith+nephew backup device. No information about surgical delays was initially provided. The complaint device, used in treatment, was not returned for investigation. The production documentation and complaint history review could not be performed since the lot number was not provided. The IFU (lit. No. 12.23 ed 05/16) requires "before use, the functionality of surgical instruments should be checked." All reusable instruments be routinely inspected for wear and damage and replaced as necessary. A review of the risk management documentation verifies the failure mode and severity of the reported issue. Smith+nephew did not receive adequate documentation to perform the medical investigation. Based on the conducted investigation, the root cause could not be determined conclusively. Internal complaint reference number: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a tka procedure, the polarcup neck adaptor for monobloc stem broke while impacting. Surgery was finished with a s+n backup device. No information about surgical delays was initially provided.